Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6f angio-seal vip was received for product evaluation. The hemostasis sheath and carrier tube assembly were returned mated for analysis. The tamper tube was not returned. Locator and a portion of the sbs box flap with product details was returned. Upon visual analysis, bloodlike substances were found on the returned device. The hemostasis sheath was cut through at the proximal portion. The deployment sleeve was in the full rear lock position with color bands fully exposed. The suture was appeared to be cut below the clear shrink marker. The distal portions of the sheath and carrier tube were returned, and no anomalies were noted. No tamper tube was not returned for analysis. No other visual anomalies were noted with the returned device. Based on the returned device, the complaint could not be confirmed for the allegation of the missing tamper tube. The definitive cause of the reported event could not be determined based on the returned device. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was opened and looked completely normal upon visual inspection. The dilator and device were inserted into the patient as per IFU. Upon pulling the device back to set the device in place, the product worked as it should, however the tech who deployed the device noticed that there was no green tamping tube present on the suture line. They held the line back for a few minutes then cut the device as per IFU and the device performed as it should. The tech then dissected the item and found that in fact there was no green tamping tube included anywhere on the device. The patient was stable and had no problems. The procedure outcome was successful. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received on 17march2021: the procedure was diagnostic angiogram using a 6fr sheath. A pre-deployment angiogram was performed. Hemostasis was obtained with the angio-seal.